Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the external flow sensor was found to be faulty. The external flow sensor needs to be replaced to address the issue.